Event description:
It was reported that while the device was in use on a patient, the device was reported to have shut down with no alarm. The patient was transferred to another device. No patient injury. The initial reporter evaluated the device and at initial power on, an audible alarm was heard briefly, but the device did not function.